Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp indicator on the front panel of the subject device was blinked during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device. It could be duplicated the reported phenomenon and the error, e207 which indicates the emergency lamp is blown or failed was displayed. As a result, it was found the emergency lamp failure of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc presumed there was the possibility these phenomena were attributed to the broken filament due to an impact such as vibration, or the accidental emergency lamp failure, of the subject device. It was presumed that since the subject device detected the emergency lamp failure/disconnection, it was detected that failure then the error e207 might have displayed. If additional information becomes available, this report will be supplemented.